Event description:
As reported, the balloon of a 6f¿7f mynxgrip vascular closure device (vcd) ruptured after insertion into the patient. Manual pressure was held on the table for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was inserted into the patient and failure was noted during use. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A non-cordis sheath introducer was used. The femoral artery suitability and sheath insertion angle were verified on angiography or venography. The device was used in the femoral arterial vessel, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The device will not be returned for evaluation due to the account¿s internal policy.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.